Event description:
It was reported that while in use on a patient, it was difficult to do a lumbar puncture because of difficult physical anatomy. The anesthesia punctured three times with the last time the tip of the needle broke off into the epidural space. Additional information is being sought on patient outcome; no known injury at this time.